Event description:
Reporter noted difficulty maintaining eye pressure when unable to get fluid into eye. No pt injury occurred, but surgeon felt there was an air lock in line, which could have resulted in injury.